Event description:
It was reported that during supply change, the prefilled cartridge leaked during the fill tubing step despite a tightly secured connect adaptor, consistent with a leak involving the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with leakage at a seal, aligning with a leak/splash device problem localized to the reservoir. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.